Manufacturer narrative:
The reported event that glenosphere holder/ impactor was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of impactor. The device inspection revealed the following: the tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. No marks of corrosion can be noticed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "screwed head on impactor, while impacting head on glenoid baseplate the screw tip of inserter handle broke off inside head. The surgeon removed the broken tip with no further actions required". Spoke to rep. Left shoulder. Surgical delay of less than 1 minute. Primary procedure.